Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen (2000 mcg/ml at 600 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient had a fall while transferring and then said his therapy wasn¿t working as good. No withdrawal symptoms were reported. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be the fall. The reservoir volumes were accurate. A dye study was performed on (B)(6) 2022 and the hcp wasn¿t able to aspirate. The patient was taken to surgery on (B)(6) 2022 for a catheter revision.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019. Product type: catheter. Product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-apr-2021, UDI#: (B)(4); product ID: 8782, serial/lot #: (B)(4), ubd: 18-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780, lot# serial# (B)(6), implanted: (B)(6) 2019, explanted: product type: catheter, product ID 8782, lot# serial# (B)(6), implanted: (B)(6) 2019,explanted: product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the when the pocket was opened and the pump was taken out the healthcare provider (hcp) was able to aspirate the catheter. It was reported that the hcp thought the catheter might have been kinked in the pocket but he wasn't sure. The catheter was intact with no holes and after a dye study was performed the pocket was closed. Nothingwas replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con) via company representative (rep) reported that the patient did not think the therapy was working as well as before. CT showed catheter at t11 and the physician thought it needed to be at t8. The catheter was replaced and the issue was resolved at the time of report.